Event description:
Pt tested blood glucose as 239 mg/dl on suspect device. She went to ER where 15 minutes later her blood glucose was 300+ mg/dl by lab method. She was treated with insulin (not part of regular meds) and later released. Controls tested in range before and after event.